Event description:
It was reported that the patient presented for an explant procedure. During the procedure, the implantable cardiac monitor's (icm) header came off the device. The device was explanted. The patient was in stable condition.